Manufacturer narrative:
Insulin pump passed the self test, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected failed battery alarms noted during testing. No unexpected trace pointers are invalid. Alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error during self test. The customer's blood glucose was 22 mmol/l at the time of incident. It was reported that the high blood glucose was treated with manual injection. Troubleshooting was performed. Rewind was able to complete. The insulin pump was returned for analysis.